Event description:
It was reported by the customer that the syringe was being used to inject chemotherapy into the bag and the luer lock tip broke off from the syringe resulting in spill inside of the IV hood. The spill was immediately cleaned. Employee's personal protective equipment was replaced. The drug was wasted, and the dose was remade for the patient. The chemical agent did not reach the patient. No information was received regarding any serious injury as a result of this product issue.